Event description:
In 2009, the pt was treated for a thoracic aneurysm with a gore tag thoracic endoprosthesis. At about 12 days later, a f/u computed tomography showed infolding in the proximal aspect of the device. The aortic neck measurement was 23 mm. At about 39 days later, the physician did an reintervention and chose to cover the left subclavian artery. The gore tag thoracic endoprosthesis was landed in the proximal end of the previously implanted gore tag thoracic endoprosthesis and extended to cover the left subclavian. This resolved the infolding and the pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Attempt(s) to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable, or was not applicable.